Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a leak from the gas port. This observation was made while priming the device, prior to use. The product was changed out with no patient involvement.

Manufacturer narrative:
Evaluation code: device history reviewed. Device history review found the product met specifications when released for distribution. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. Analysis: visual inspection shows no outward signs of damage to the outer wrap of silicone oxy. Unit was run with fluid at 1.8 l/min with 3 psi back pressure for 30 minutes. During run, clear fluid was observed exiting the gas port. Unit was then dissected which clearly shows fluid inside the envelope. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows numerous leak paths down the entire length of envelope. Many of the leaks are on the same plane, approximately 3" from side seam. Microscopic inspection on one of the leaks shows a cut along the fabric, which intersects a deep membrane indentation, caused by the screen. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occurred and was likely related ot user handling. As the product passed all manufacturing tests prior to being released for distribution, we suspect that the damage occurred outside of medtronic's control. Specifically, we suspect that deep negative vacuum pressures used during the priming phase of the product may have contributed to the reported event. The customer elected to decrease the amount of negative pressure used. No further complaints have been received from the customer.